Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider of a clinical study reporting that the patient experienced loss of pain relief. Imaging showed the leads located at t9. Different reprogramming options were tested on (B)(6) 2025: reprogramming has been done to dtm an endurance, open loop.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell during the trailing phase, however it was noted that there was no lead migration. After the ins was implanted the patient had 1 week of therapeutic effect; there was no longer the effect of stimulation from the ins. Different reprogramming options had been tested. The issue was ongoing. When asked if the cause of the lack of stimulation effect was determined, the clinical site noted that the etiology was "programming/stimulation: not due to programming." The ins was reprogrammed on (B)(6) 2025.

Manufacturer narrative:
G2: the country of origin is belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.